Manufacturer narrative:
A ge service rep performed an on site investigation. The ps2 power supply and the collimator were replaced during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 6600 system locked up with continued beeping during a case. Also the system would not take or print images. No pt injury was reported.